Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01424. This report is being submitted as additional information. Patient age corrected. Approximate age of device- 1 year and 2 months. Manufacturer's investigation conclusion: the evaluation of the device confirmed the report of suspected driveline wire damage that would have contributed to the reported low speed/pump stoppage events captured in the submitted system controller log file data. The evaluation of the returned device also confirmed the presence of pump thrombosis. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19 inches of the external portion the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline. No damage was noted to the outer silicone sleeve or clear bionate layers. The metal braided shield appeared to be in overall fair condition for over one year of use with only a few areas of minor shield breakdown noted. Microscopic inspection and hipot testing of the underlying wires revealed no areas of compromised wire insulation. The exchanged device was returned with the driveline cut approximately 2 inches from the nipple of the pump housing and the distal end of the driveline measuring approximately 35 inches in length was also returned. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, a few areas of breakdown of the metal braided shield were noted on the internal portion of the driveline, which appeared most severe at approximately 10 inches from the pump housing. Visual inspection of the underlying wires in this area revealed kinking of the wires as well as a breach in the insulation of the red wire at approximately 10 inches from the nipple of the pump housing, exposing the inner metal conductors. An additional breach in the insulation of the yellow wire was identified at approximately 3 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed damage to the red wire appeared to be the result of fatigue failure due to a combination of abrasion against the braided shield as well as repetitive flexing of the driveline in this area while the damage to the yellow wire also appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The yellow wire represents one of the two redundant wires that comprise phase 1 while the red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported low speed/pump stoppage events. The interruptions in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of both compromised wires made simultaneous contact with the braided shield while operating on battery power or on tethered power using a grounded or ungrounded patient cable. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a red and white thrombus formation situated adjacent to outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a duration of time for which it was present in the pump could not be determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop with the metal braided shield removed and functioned as intended. The heartmate ii left ventricular assist system instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The heartmate ii lvas patient handbook contains a section titled "caring for the driveline" and "caring for the equipment" which discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. The log files reviewed by the manufacturer¿s technical services confirmed the pump stoppages were possibly associated with a driveline issue or a high current event. However, clinical data did not support the presence of thrombus. The customer requested an unshielded patient cable. It was reported that the patient presented to the hospital on (B)(6) 2018 after many calls regarding his intermittent, 4 low flow alarms that were 1-4 seconds long at night, while on power module. The patient was brought in with the differential diagnosis of hypovolemia, pump thrombosis and mechanical issues with the system controller. On admission, device interrogation showed 4 pump stoppages for approximately 1-4 seconds, with resumption of power. The patient was asymptomatic at the time of the event. The patient was woken up by alarm, and by the time patient was able to look at the system controller, all numbers were within baseline. Next day, the patient was reviewing history of the system controller and was able to see the recorded low flow events. However, there was no information for pump stoppages. There were no low flow events reported during the day while on battery. The patient¿s mobile power unit (mpu) was exchanged out, and instructed to use power module only. The patient was placed on ungrounded cable, and there were no other alarms of low flows during the hospitalization. An additional two pump stoppages were observed. Therefore, on (B)(6) 2018, the patient had an evaluation for a possible percutaneous lead exchange because the patient continued to experience several low flow alarms while on battery. The manufacturer's technical service representative reviewed the submitted log file and observed two pump stoppages on (B)(6) 2018 at 15:40 and (B)(6) 2018 at 16:46. During these pump stoppages, low flows were triggered. These took place while the patient was connected to battery power. It appeared that the patient¿s short to shield had matured into a phase to phase short. A phase to phase short can cause pump stops while the patient is using a battery power, no ground patient cable, standard patient cable, and power module. On (B)(6) 2018, the patient had a driveline repair and the patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.